Event description:
Pt was scheduled for a laparoscopic cholecystectomy. After an uneventful prep and start of case, it was noted by the surgical tech that the gallbladder was loose of the grasper. Upon further investigation, it was noted that the jaw of the grasper was missing and could not be visualized with the laparoscope. The decision was made to convert to an open cholecystectomy to be able to retrieve the broken jaw of the grasper. An operative x-ray was also done. This was an endolap atraumatic grasper in service for the first time.